Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported a patient with unexpected outcome due to duplicate measurements produced by system. As a result surgeon completed intra ocular lens exchange. Additional information has been requested.

Manufacturer narrative:
The initially reported product event was does not meet reporting criteria as per applicable regulation for medical devices for us FDA. No further regulatory reports are required. Upon further review this complaint was reassessed and confirmed that the product is not marketed in united states of america. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).